Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had fallen off the bed while wearing the insulin pump and the screen was cracked. Caller stated that the lcd is cracked and they can only see the last 2 lines. Customer's blood glucose was 11 mmol/l. Caller mentioned that his daughter was in school and reverted to a back-up plan, so she is fine. Caller stated that they can still use the pump. Caller was advised to discontinue use of the pump and revert to a back-up plan. Caller was advised that the pump will need to be replaced.